Manufacturer narrative:
The device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot tipped over. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the cot tipped over. There was no patient involvement.